Event description:
It was reported that while setting up a new ilet with a dexcom g7 sensor, the user entered an uncertain pairing code and received a pairing failed alert, resulting in intermittent communication and an interoperability problem between the ilet and the cgm; the agent guided the user through restarting the ilet, switching sensor type settings, and retrieving the correct pairing code from the prior pump to avoid unnecessary sensor replacement, with the issue associated to communication failure and the antenna/electromagnetic interface. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem involving an improper procedure, specifically failure to follow instructions for entering the correct sensor pairing code. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.